Manufacturer narrative:
The manufacturer previously reported a device was returned to a third party service center for evaluation and the device failed to power on and was alarming. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's system board, power management board, power supply board, interface board and ac connector cable need to be replaced to address the issues. The device had evidence of thermal damage. The device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. ' during the evaluation of the ventilator at the third party service center, the device failed to power on and was alarming. Thermal damage was observed on several components. The manufacturer is currently investigating the allegation. A follow-up report will be submitted when the manufacturer's investigation is complete.